Event description:
Follow up information received identified the surgical intervention resolved the patient's issue of pain at the ipg site.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pocket site pain. Surgical intervention may be taken to revise the patient's scs ipg pocket site.

Event description:
Follow up information received identified the patient underwent surgical intervention and had the ipg repositioned.